Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the battery pack overheated. There were no adverse consequences.

Manufacturer narrative:
(B)(4). The device manufacturer date is not known. The customer reported that theatres sent the pump to the hospital medical electronics department with a note to say that it was not charging. Medical electronics noticed that the battery is overheating on the ahto irrigation pump. The battery was replaced and overheated within approx. 5mins before replacing the cover. Upon inspection by (B)(4) service technician, the issue is the battery, part of the outside of the battery has burnt the outer foam and may have caused some internal damage to the pump. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the burnt capacitor on c39 on the ahto pump that caused the overheating of the battery. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the battery pack overheated. There were no adverse consequences.